Event description:
The patient was revised because of dislocation.

Manufacturer narrative:
Examination of the returned items and review of the available device history records did not reveal any product problems, related manufacturing deviations or anomalies. It is stated in the initial product investigation request, it was not suspected that the devices failed to meet specifications or contributed to the reported event. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.